Event description:
This ge oec 9900 fluoroscopy system reportedly would not boot-up.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the no boot issue. The service representative did not that on system boot-up the "motion disabled" message appeared indication the fast stop switch on the remote user interface was depressed. The fast stop switch was deactivated and the system operated as intended. The user was unfamiliar with proper system operation. The system was released to the customer for use. No patient information was available from this facility. There was no reported injuries or negative effects due to this issue.